Manufacturer narrative:
The doctor unplugged the unit and returned it for evaluation. No serious injury was associated with this incident. No medical attention or prescription medication was required. To date, the doctor is doing fine. A visual and physical evaluation was performed on the returned device. It was discovered that the unit had power, but the switch would not turn on the curing light. The incident which occurred could not be duplicated.

Event description:
A doctor's office alleged that upon removal of the light guide, the demi curing light had shocked the doctor.